Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced luer connection breakage -leakage. The following information was provided by the initial reporter: material no.: 515052. Batch no.: unknown. Patient called nurse using call light, found patient in bathroom with fluid leaking around IV pole. Fluid identified to be tacrolimus that was running continously. Upon inspection, tacrolimus at site of the lowest port on runner had broken off (on injector). Clam shell was intact and contained IV tubing and connector and injector. Broke off completeley at site where blue piece is at. Charge nurse aware. Replaced bag of tacrolimus and runner bag as well as their lines.